Event description:
A pt was implanted with posterior fixation using uss dual opening hardware from t8-l2 for treatment of osteomyelitis/discitis with kyphosis along with a synex cage with allograft/chronos granules/dbx putty due to a corpectomy at t10-t11. During a f/u exam on an unk date it was noted the pt had infection around the screws at l1 and l2 and the cranial end of the synex cage had migrated slightly anterior. The pt was returned to the operating room on (B)(6) 2012 for removal of collars, nuts and rods and removal of the left and right l2 screws and the right l1 screw. The entire area of the suspected infection was cleaned and irrigated. The surgeon replaced some cancellous chips in the synex cage and repositioned it posteriorly. The surgeon then placed new screws at l3 and l4 to extend the construct and placed new rods, nuts and collars to complete the procedure. The pt is reportedly recovering well. This is #14 of 27 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.